Event description:
Stretcher located at offsite repair warehouse with note stating "wheels do not lock on stretcher". No injuries alleged.

Manufacturer narrative:
Technician found the stretcher at offsite repair warehouse with note stating wheels do not lock on stretcher. Found hex rod screws on foot and head are broken off. The head of the screws have broken off leaving parts of it in the hex rod and the h frame weldment was out of alignment. The brk/str linkage was hitting base frame weldment. Brake function was not able to fully engage and lock. Replaced both hex rods to resolve this issue.